Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, non-calcified left circumflex artery. During inflation the 2.0x12 mm mini trek balloon did not appear to be fully visible as it was half full of contrast and half full of air. Additionally, the balloon did not deflate at all when negative pressure was applied resulting in the balloon being removed from the patient fully inflated. Resistance was felt during retraction of the balloon from the anatomy. Another balloon catheter was used to complete the procedure successfully. Although there was a delay reported in the procedure it was not clinically significant for the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. The reported difficulty removing from the anatomy or device operates differently than expected could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty, difficulty removing from the anatomy or device operates differently than expected reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.